Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue could not be confirmed. Based on the analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for inflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an unspecified lesion in a coronary artery. The 3.5x18 mm implant could not be placed as the delivery system balloon would not inflate. A new device was used and placed with success. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was reported.